Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 40 mg/dl. The patient stated that the product gave a uncommanded bolus.

Manufacturer narrative:
In the case description, the user mentioned that the total bolus amount for the day was showing as 12.0u when they only delivered a bolus of 5.8u that day. The returned pdm was able to charge, turn on, and boot up with no issues. After unlocking the device, a clock reset alarm was generated. When the button was hit to confirm the date and time, a message saying that insulin delivery needed to be resumed was generated. A communication error and deactivation and discard flow was triggered due to the pod not being returned with the pdm. After the pod was discarded, the device stayed on the clock reset confirmation screen and when the confirm button was hit the resume insulin flow was started again. All attempts to clear the clock reset were unsuccessful and the main menu of the device was unable to be accessed. Inspection of the ibf and android log files downloaded from the pdm found that two boluses had been delivered on the date of occurrence prior to the user reporting the issue. The first bolus was of 6.2u and finished delivering at 06:42 and the second bolus was of 5.8u and finished delivering at 11:32. These two boluses result in a daily total of 12.0u at the time of the report. It was observed that the 6.2u bolus was based on a bg entry of 276 mg/dl and the 5.8u bolus was based on a carb entry of 5g and a bg entry of 141 mg/dl. Though the ibf showed that this 6.2u bolus was based on a bg entry, it could not be conclusively determined if the user made the inputs to program and deliver this bolus as the engineering logs from the date of occurrence had been overwritten due to continued use of the system. The exact cause of the reported event could not be determined.